Manufacturer narrative:
Corrected data: codes updated & contact office entity updated. Addtl narrative: philips has investigated this complaint. According to the information collected, the system restarted itself several times during an emergency procedure. The procedure could be finished. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided any information. A philips engineer inspected the system onsite and replaced the suite pc. The replaced pc was analyzed, but no failure was found. Philips has analyzed the available log file and confirmed that the system started a recovery process. In this case, the system was not able to recover itself and the system functionality was lost. A manual (cold) restart was performed after which the system seems to be fully operational however the log file immediately stops after the restart and no other log file of the date of occurrence is available. Philips is unable to further investigate the reported problem as the time of occurrence is unknown. The time of occurrence is needed to perform an accurate analysis of the log file and to clarify the sequence of events reported. Philips cannot confirm why the recovery process was started; however, this intelligence recovery feature of azurion is initiated when necessary and is working as intended. In some instances, a cold restart is required. To date, no reoccurrence has been reported to philips.

Event description:
It has been reported to philips that the system restarted itself during a patient procedure. The procedure could be continued after the restart. No patient harm has been reported to philips. Philips has started an investigation for this complaint.